Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st meshes on (B)(6) 2016 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. As reported, the attorney alleges general allegations for the subsequent surgical intervention due to hernia mesh device(s), the patient experienced emotional distress and the device was defective.